Event description:
Possible oversensing noted on stored ventricular egm. Noted on both near field and far field egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).